Event description:
Boston scientific crm received information that this device is currently showing a battery status of elective replacement time (ert) when 4 months earlier it showed one year remaining. Since this patient is pacemaker dependant a change out procedure is scheduled for next week. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.